Event description:
It was reported that during insertion of the catheter in the right femoral vein, "sliding the catheter over the guidewire; in the beginning no problems. Further on, the catheter got stuck and the physician pulled the catheter back. He noticed that the tip of the catheter was missing from about 3.5cm. They examined the patient and after a scan they noticed that the patient had a lung embolism and probably the tip whoich was broken off was situated here and caused the lung embolism. They couldn't see the tip on the scan. They plan to make another depth scan. Recent information how the patient is doing: she is stable now and is dialyzed with no problems through a subclavian catheter. How the lung embolism develops, they don't know."

Manufacturer narrative:
Method-record review. Results-received two 10" straight femoral catheters. Examination of the sample confirmed the lumen to be broken. A review of the manufacturing records indicated that all device specifications were satisfied. We are unable to determine the cause of the factors which contributed to this event. This device was manufactured prior to a lumen material change which occurred in 2003. Since the material change was initiated there have been no reported incidents of this nature.